Manufacturer narrative:
During the requested site visit, the field service engineer cleaned the arc probe (list number 08c94-42) which resolved the issue. Return testing was not completed as returns were not available. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. A review of the architect i1000sr, serial number (B)(4), service history revealed no additional erratic or discrepant patient results reported.there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The current product monitoring review of the architect platform found no systemic issues or trends for the issue associated with this ticket. A review of historical data for the part associated with this complaint revealed no trends, systemic issues, or nonconformances. Based on the investigation, no systemic issue or deficiency of the architect i1000sr, serial number (B)(4), or the arc probe (list number 08c94-42) was identified. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely elevated architect b-hcg results on one patient being monitored after hydatidiform mole pregnancy surgery. The results provided were: on (B)(6) 2021, sid (B)(6) initial = 44miu/ml (>/=25.00miu/ml= positive); a new sample same patient on (B)(6) 2021 = 4.47miu/ml (</=5.00miu/ml = negative). The (B)(6) sample was retested on (B)(6) = 3.42 and 3.52miu/ml. There was no reported impact to patient management.